Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was a low temperature reading of 7 degree celsius displayed on the stockert 70 system when they came on ablation with this ez steer thermocool sf navigational catheter. The cable was exchanged with no resolution. The catheter was exchanged and the procedure was completed. Upon request, additional information was provided on the event. The ablation was completed. The generator was in power control mode. There was no error or warning message. There was no patient injury reported in this procedure. On (B)(6) 2013, clarification was provided that they were able to ablate at the baseline of 7 degrees celsius. Two cables were used and the temperature did not change. When the catheter was replaced, they had a normal temperature. The same cable was used to complete the procedure. Since they were able to ablate at the baseline of 7 degrees celsius, this issue is indicative of a reportable event thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: ez steer thermocool sf navigational catheter; model #: d-1313-04-s; lot #: 15944027l; investigation still in progress. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an atrial fibrillation (afib) procedure, there was a low temperature reading of 7 degree celsius displayed on the stockert 70 system when they came on ablation with this ez steer thermocool sf navigational catheter. The cable was exchanged with no resolution. The catheter was exchanged and the procedure was completed. No malfunction to the device. No service was requested for this device. The device is working within manufacturer specification. After a follow up, it was stated that there was no service required by the account on the stockert unit, therefore the complaint is going to be closed. The device history record (DHR) for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.